Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. They replaced the computer and issue resolved. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system would no longer connect to the hospital network. When pinging pacs or the gateway, the site receives "destination host unreachable". The site bypassed the bulkhead connector with no resolution. The lights next to the ethernet cable connected to the computer were flashing as expected. The other navigation system on site connected to pacs with no issue, using the same ethernet cable. The site swapped the network settings on this navigation system to match the other with no resolution. There was no patient present.

Manufacturer narrative:
The computer of the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.